Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received inappropriate therapy due to lead noise. Session record showed noise on the lead. The lead was capped and replaced and the patient condition post procedure was fine.